Event description:
Caller's family member has been determining the insulin based on readings from the freestyle meter. Pt went into a diabetic shock and was transported to the hospital. At the hospital, the customer's blood glucose measurement was determined to be 28 mg/dl with two unknown meters. Prior to pt's transport to the hospital, the freestyle had given a blood glucose reading 60 points higher than the results received at the hospital. Customer is in the critical care unit.